Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had drawer 5 failure due to the magnet falling out. A field service engineer replaced latch insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, there was a drawer failure, and the user was not able to recover by following the recover storage space procedure. The customer reported that the user was unable to pull medications, which delayed patient care workflow by a couple of hours . There were no adverse events or injuries reported based on this event.